Event description:
Information was received from a patient regarding an implantable neurostimulator. The indication for use was non-malignant pain. It was reported that the patient was having a little bit of trouble with their spinal cord stimulator as far as the controls and the stimulation seemed to be staying all in their legs instead of in their back. The patient stated they had tried turning stimulation up and down, but they feel pulsing in their legs, and nothing in their back. The patient stated the therapy hadn't worked right for about 6 months. The patient mentioned they had contacted a manufacturer representative (rep) and the rep redirected the patient to their healthcare provider as they thought they may have a broken lead. Patient then met with a different rep on vacation in florida about a year ago, and they got to see their old doctor. The patient stated they met with a rep who confirmed there was no broken lead, and helped the patient in reprogramming their stimulation. The patient confirmed the reprogramming resolved the issue, but now their pain has been coming back for the last 6 months. The patient was redirected to their healthcare provider to further address the issue. The manufacturer's patient services specialist (pss) sent an email to patient for physician listings, as patient initially requested they see a rep. Pss reviewed role of rep. The patient called back and repeated the previously documented information. The patient mentioned they got referred to a hcp and hcp wanted to have a scs monogram. The patient mentioned they would like to reprogram their scs to target their back because they feel the stimulation in their legs and not their back. Pss reviewed role of the rep and provided the national answering service number. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.